Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
Dealer stated right side drive wheel is rubbing hard on the side frame only when the patient is sitting in the chair. Dealer cannot visually see if it is the cross brace or side frame causing the issue.